Event description:
It was reported that the monitor screen on the 6900+ system does not light up. There was no report of pt injury.

Manufacturer narrative:
Customer cancelled the svc call. According to info provided, the system was rebooted and the screen is functional. Svc cancelled by customer.